Event description:
It was reported that a patient underwent an unknown urological surgery with da vinci on (B)(6) 2024 and suture clips were used. The clip could not be used due to the ratchet mechanism was not worked properly. A new product was opened, and the surgery was proceeding without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - package lot number of the clips? =>unk - please provide the applier product code and lot number? =>the applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier? =>no.if yes, please create a product complaint and provide the respective reference number(s). =>n/a. - please explain how the clips were loading into the applier?=>currently, unknown. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading=the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading . - was the applier checked for damaged (jaws straight and aligned)? =>there was no damage with the applier. - were you able to lock the clip closed on the suture?=>no. - if yes, after it closed, was the clip holding securely fixed on the suture? =>n/a. - please provide the source or name of person providing answers to follow-up questions. Dr. Kentaro nagao is an urologist. - please perform and document the follow up attempt for product return. =>the product will not be returned as the product has been discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - it was reported that 6 products are involved in this file however, the description of the event indicates that only three of six clips could not be used. Please clarify how many clips not not worked properly: - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?